Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior and after the date of treatment. Logfile review could confirm the reported event. It is shown that an error message "wrong shutter state" was displayed which interrupted the treatment. The error message is caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device is working as intended. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the customer had to press the footswitch firmly during the surgery and could not see any other problems. It was noted that during the treatment, a "wrong shutter error" message occurred and after they pressed the ok button the treatment was not possible to continue. The treatment was cancelled and reloaded to be able to continue. They continued on the eye from the percentage that the unit was frozen from.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an shutter issue during a refractive procedure. An error message occurred. The operation was able to be continued normally. Additional information has been requested.